Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right atrial (ra) lead was noted to not extend properly. Despite several attempts, the amplitude values were high and the ra lead had to be repositioned before pocket closure. Since the patient had experienced atrial tachycardia and atrial fibrillation, overdrive pacing was delivered multiple times to restore the patient's sinus rhythm. One week post-implant, amplitude measurements could not be obtained and the impedances involving the ra lead were abnormal. The field was able to visualize that the ra lead has dislodged. Surgical intervention was performed and the ra lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.